Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple, intermittent temperature alarms while the customer was charging and not charging the pump. Reportedly, the pump was not exposed to extreme temperatures and the alarms continued to occur. Customer's blood glucose was in the 200 mg/dl range; however, customer was not using the pump at the time of the alarms. The customer reverted to an alternate pump for insulin therapy.